Manufacturer narrative:
Upon receipt to the (B)(4) laboratory, analysis confirmed the touchscreen issue. Several dents were noted on the touchscreen, indicating the damage was likely induced. The touchscreen was exchanged.

Event description:
Boston scientific received information that this programmer displayed a touchscreen issue. In addition, telemetry was unable to be established. This device was returned for repair.